Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery pack would not hold a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery would not charge or power on a monitor. The cause was low output voltage of the battery pack. The battery cells were drained and unable to be charged. The root cause for the drained battery cells was unable to be positively determined, but was likely aging of the battery pack. No adverse event resulted from the defective battery cells. The patient received a replacement battery pack.